Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent rectocele repair, b/l sacrospinous suspension, and cystocele repair due to symptomatic rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, bleeding and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2010 for erosion of mesh into the rectum from a vaginal repair. No additional information was provided

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.